Event description:
On (B)(6) 2014, during a call about another issue, the reporter mentioned having low blood glucose and seizures at night. No other information was provided. Animas has made multiple attempts to contact the reporter. This complaint is being reported as a patient on pump therapy experienced hypoglycemia and because pump involvement cannot be ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The patient reports that she had never set the time and date correctly on the pump. Approximately one month ago, patient was having low bg readings. She had a sore throat and was not eating and that is why her readings were low. The reporter stated that at one point the meter wouldn¿t register her bg. Patient was arousable but had slurred speech. Reporter did not seek medical attention and gave patient "sugar water.¿ two hours later patient seemed fine. Reporter doesn't recall the bg readings and stated that since then, the patient will not wear pump at night. Reporter would like to change patient 's basal rate perhaps the patient will keep the pump on. Cts advised reporter to speak with health care provider (hcp) regarding patient's appetite and basal rate adjustments.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 12/10/2015: the device was returned to animas and evaluated by product analysis on 11/16/2015 with the following results. Enable to download bb and history download due an eeprom failure. The battery compartment is cracked from threads down to the case seal on the side. The keypad rubber is peeling off at the top, all buttons respond properly to presses. The keypad was removed, and no contamination or damage was found to the keys contacts. ¿ez-prime¿ steps were performed correctly, no delivery interruption or any eaw occurred during the investigation. The pump reflected 24u after a 24 hr on 1u/hr duration test. The product delivers within spec. Unable to analyze bb/dl data and to adequately investigate ¿high bg¿ complaint due the eeprom failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.